Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple call service 128 most-delivery error alarms were found. During the first rewind attempt, the pump alarmed with a call service 078 alarm. The pump cover was removed to find further moisture corrosion to the power printed circuit board. The alleged short battery life issue was unable to be adequately investigated due to the call service alarm. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped. The battery cap was unable to fit to maintain an electrical connection. The test battery cap was used successfully. Additionally, evidence of moisture corrosion was found in the battery canister with a leak.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.